Manufacturer narrative:
Pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator, that the vent filter of the lvad was getting dirtier, and "chugging" was noted, but transiently, the pump then resumed normal function. A few days later while the pt was at home resting, the pump rate increased to 120 and a "squealing" noise occurred. The pt exchanged the system controller; however, it did not resolve the problem. The pt then began to hand pump and went to the hosp. It was determined that the lvad was failing, and as a result, a decision was made to replace the lvad with the MFR's clinical trial lvad. The pt remains ongoing with the MFR's clinical trial lvad.